Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant, the patient experienced syncope. The patient had been discharged from the hospital, went home, experienced syncope and came back to the hospital. A remote interrogation was performed which found the only stored episode was an atrial tachy response (atr). The clinic noted that the patient also noted to have intolerable stimulation, thus reprogramming occured. At this time, the device remains in service and no additional adverse patient effects were reported.